Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when they try to strike out the clip. The clip is skewed.

Event description:
It was reported that when they try to strike out the clip. The clip is skewed.

Manufacturer narrative:
Qn#: (B)(4). Per DHR the product visistat 35r 6/box lot # 73a1800271 was manufactured on 01/09/2018 a total of (B)(4) pieces. Lot was released on 01/18/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and witho ut magnification. Visual examination of the returned stapler revealed that the sample was returned with one of the staples misaligned. The sample appears used as there is biological material present on the device. The stapler was returned with 26 staples left in the cover block indicating that at least 9 staples were fired by the end user. Reference file (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first staple was unable to fire properly as it came out sideways. Another attempt was made but this time, two staples attempted to fire. It appears that the misalignment of the first staple is preventing the staples from firing properly. The stapler was disassembled and it was confirmed to have been assembled correctly. No other defects or anomalies were observed. It could not be determined exactly how or what caused the staple to misalign. CAPA 40009409 was previously opened by the manufacturing site to further investigate visistat jamming issues. Reference file (B)(4) for investigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." It could not be determined what caused the staple to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. The reported complaint of "staples didn't come out properly" was confirmed based upon the sample received. One sample was returned with one of the staples in the returned device misaligned. Upon functional inspection, the staples were unable to fire properly. It appeared that the misalignment of the first staple is preventing the staples from firing properly. It could not be determined what caused the staple to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues.